Event description:
The report received from the field indicated that during a percutaneous transluminal angioplasty (pta) of a fistula, upon inflating the 80 cm. 5 fr. Powerflex p3 4 x 4 balloon catheter the balloon separated from the catheter. A snare device was used over the guidewire to retrieve the separated balloon. There was no reported patient injury. The product packaging showed no damage upon inspection prior to use and the product was stored properly. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received indicated that during a percutaneous transluminal angioplasty (pta) of a fistula, upon inflating the powerflex p3 balloon catheter the balloon separated from the catheter body. A snare was used over the guidewire to retrieve the separated balloon. There was no reported patient injury. The product packaging showed no damage upon inspection prior to use and the product was stored properly. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non sterile catheter powerflex p3 f5 4x4 80 was received coiled inside a plastic bag. The balloon was inflated and deflated. The distal part of the balloon was separated from the rest of the catheter and it was included in a separate bag with the returned device. No other anomalies were detected at returned device. Sem analysis results showed that the balloon external surface exhibited evidence of external scratching; the balloon internal surface exhibited no evidence of damage. The body separation surface near the marker band showed evidence of elongation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon separated reported by the customer was confirmed, the exact cause failure reported could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.